Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus delivery. Customer stated they have tried different infusion sets, but the alarm persisted. The customer's blood glucose was over 400 mg/dl. Customer stated they were vomiting from their blood glucose. Troubleshooting found the customer has tried all remedies for the no delivery alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.